Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation 2 the device quit working. The patient alleged device has burning smell, when they plugged the device sparked and started to smoke. Spark came from the air path after the water tank was removed. The device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
The device was returned to manufacturer investigation laboratory. The technician could not confirm foam particles in the air path during the device evaluation. There were some secondary findings like unknown dust contaminant, an unknown contaminant, scorch marks. Additionally, there were evidence of liquid ingress and corrosion observed to the iso port and the pca. The device was scrapped. In this report, box d, g, h has been updated/corrected.

Manufacturer narrative:
In this report, box d: suspect medical device (operator of device), box e: initial reporter (reporter country), box g: all manufacturers (report source), box h: device manufacturers (evaluation results code grid) have been corrected/updated.